Event description:
It was reported that the patient presented for implant procedure. During the procedure it was noted that the guidewire had failed to advance into the left ventricular (lv) lead. The lead was not used. The patient was stable throughout the procedure.